Event description:
Reporter reports meter has a small hole burned in the case to the right of the power button while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.